Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: aug 27, 2021 section h3: device evaluated by manufacturer¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted/exchanged from the patient's operative eye due to decrease in distance visual acuity (dva), hyperopic post-operatively. The explanted iol was replaced with another za9003 lens, but higher diopter 19.5. There was no incision enlargement, no vitrectomy, no sutures were required. The patient's pre-op visual acuity (va) 20/30, post-op va 20/50. No other information provided.